Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. Pacing inhibition resulted in patient dizziness and symptomatic bradycardia was noted. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable.